Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that during a device replacement procedure, absence of pacing was observed with the subject device and the implanted ventricular lead. The physician reportedly implanted a new system.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that during a device replacement procedure, absence of pacing was observed with the subject device and the implanted ventricular lead. The physician reportedly implanted a new system.